Event description:
According to the information received, one month post-implant of an amplatzer septal occluder (aso), echocardiogram demonstrated a significant shunt around and through the device and coronary sinus fistula. The device was surgically removed, and the patient was reported to do well during the procedure; however, the non-coronary cusp required repair.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.